Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during anterior cruciate ligament reconstruction, the pump did not function properly, resulting in the shaver suction not being possible. The piston of the outflow cassette does not occlude the trocar tubing. In the outflow cassette, the piston failed to occlude the trocar tubing. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 21-may-2026 - further information was received: the suction of the pump is not functioning properly because the piston does not seal the trocar's suction port when the shaver is in use. As a result, it was switched to conventional suction. This resulted in no extravasation in the patient.